Manufacturer narrative:
A1-a5 patient information was not provided h11 livanova deutschland manufactures the cp5 system, the event occurred in the united states. Livanova field service engineer dispatched onsite inspected the control panel for any visible signs of damage or loose connections. No such issues were identified during the inspection. Subsequently, the cp5 panel was reconnected, and functional checks were performed. The unit was then tested for several hours and no anomalies were observed, therefore it was sent back to customer in its expected functions. If any additional information is received, a follow up report will be submitted.

Event description:
Livanova deutschland received a report indicating that, during procedure, a cp5 console abruptly powered off. Reportedly, the console resumed normal operation after being turned back on. As a precautionary measure, all connecting cables were disconnected and reconnected to ensure that no loose connections were present. There is no report of any patient injury.